Manufacturer narrative:
(B)(6). Additional device product codes: hrs. (B)(4). Device remains implanted; as such explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced sharp constant pain from hip down to right knee. She has limited mobility and cannot walk straight or long distance and uses a cane for balance. The patient was a restrained driver involved in a motor vehicle accident on (B)(6) 2009. Patient had a right hip dislocation with acetabular fracture. She had an open reduction internal fixation (orif) right acetabulum and total right hip replacement on (B)(6) 2009. The patient was implanted with an acetabulum pinnicle prosthesis, joint hip prosthesis, with synthes hardware (1 wide angle low profile recon plate 10 holes, 8 cortical screws, 3 cancellous screws, 2 small screws and 2 kirschner wires). The patient was discharged to home with homecare. The patient has a history of joint pain (hands, shoulder, and knees) since 2002 and had a right knee replacement done on (B)(6) 2010 and discharged to home with homecare (B)(6) 2010. There was no revision or replacement surgery. This is report 9 of 16 for (B)(4).